Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a transmitter failed error. No injury or medical intervention was reported. The complaint device was returned for evaluation. The device passed both exterior visual inspection, in addition to the global transmitter final functional tester and pairing test as well. Transmitter passed. The customer complaint could not be confirmed. A root cause cannot be determined.